Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg is unable to communicate with external devices. The pt stated she lost her charger antenna and it has been several months since she last charged her ipg. A replacement charger was sent to the pt to further troubleshoot the issue. An sjm replacement will f/u with the pt, and surgical intervention may be undertaken if the replacement charger does not resolve the issue.